Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred during the use of a one-link needle-free IV connector. There was no report of patient involvement, patient injury or medical intervention. No additional information is available.